Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery.as such surgical interveniton may occur to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.